Event description:
It was reported that an inflatable penile prosthesis (ipp) device was explanted due to the cylinder not inflating. The patient had no complications, and is in good health following this surgery.